Manufacturer narrative:
Parts were not returned and no lot numbers were provided, an investigation could not be performed. Reporters phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. UDI: unknown lot unknown. This report is for unk oracle cage/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 happened two incidents. The surgeon implanted the oracle cage upside-down, and noticed because the marks of the size (11mm) were upside down compared to what he usually saw. This made him take it out and implant it again. Additionally the oracle spreader got stuck in the disc space, and they needed quite a lof of jack-hammering to impact it out. Prolongation of the surgery: 30 minutes. Patient outcome: the patient is fine and recovered well. The surgery was successfully completed. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).